Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had hysterectomy in (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("feeling tired"), dizziness ("dizzy spells"), pain in extremity ("leg and feet pain"), myalgia ("muscle pain mostly in feet and legs") and loss of libido ("my sex drive is still non existent"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, fatigue, dizziness, pain in extremity, myalgia and loss of libido outcome was unknown. The reporter considered dizziness, fatigue, loss of libido, medical device removal, myalgia and pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antiphospholipid antibodies - on an unknown date: negative result. Rheumatoid factor - on an unknown date: negative result. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event had hysterectomy in june , my sex drive is still non existent were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("feeling tired"), dizziness ("dizzy spells"), pain in extremity ("leg and feet pain"), myalgia ("muscle pain mostly in feet and legs"), loss of libido ("my sex drive is still non existent"), restless legs syndrome ("restless leg syndrome"), appendix disorder ("appendix was next to my spine") and inflammatory pain ("pain in legs arms and feet from constant inflammation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, pain in extremity, myalgia, restless legs syndrome and inflammatory pain had resolved and the fatigue, dizziness, loss of libido and appendix disorder outcome was unknown. The reporter considered abdominal pain, appendix disorder, dizziness, fatigue, inflammatory pain, loss of libido, myalgia, pain in extremity and restless legs syndrome to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): antiphospholipid antibodies - on an unknown date: negative result. Rheumatoid factor - on an unknown date: negative result. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: events "restless leg syndrome", "appendix was next to my spine", "abdominal pain", "inflammation pain" and "I am so fatigued" added. Hysterectomy was added as treatment to abdominal pain. Reporter added. On 23-mar-2020: content received from social media: reporter added. The outcome of the events: "leg and feet pain", "muscle pain mostly in feet and legs", "abdominal pain" and "pain in legs arms and feet from constant inflammation" changed to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.